Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
First dental protector was easy to fit - I used it on and off for a few weeks and then one day it just broke in two! Came unglued - poor quality. Please send another and hopefully it will last longer!